Event description:
This is the fourth patient of four patients who experienced bowel perforations following colonoscopy procedures performed in the surgery center during a four month span. Similar esu and cable devices were utilized during these procedures. This unusual cluster of incidents has never occurred before, and so they are being investigated. This patient experience a perforated bowel with peritonitis and was returned to surgery for bowel repair.